Event description:
A malfunction was reported with the tandem pump, indicated by malfunction code 199. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer was informed that the pump would be replaced by cts and was instructed to use multiple daily injections as a backup insulin therapy. The customer confirmed their understanding of how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.